Event description:
(B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was reported by a physician to a sales representative and forwarded by our local affiliate (B)(4). This case involves a patient (age and gender nos) who was treated with poly-l-lactic acid (sculptra). Relevant medical history was not mentioned and concomitant medications were taken. On an unspecified date, some nodules were detected on the periocular area, marionette lines, and both cheeks. It is unknown if any corrective treatment was provided. At the time of this report, the adverse event had resolved. Per our affiliate, further information is not available. Reporter's causality assessment: possible.